Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there were high impedance levels on the high voltage coils of a right ventricular (rv) lead and the programmer radio frequency (rf) head was unable to establish communication with the implanted device. Follow-up revealed the high-voltage coils of the rv lead are no longer in use, while the low-voltage portion is still being utilized. The programmer rf head also remains in use and is functioning properly. No patient complications have been reported as a result of this event.